Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 05/2022.

Event description:
It was reported that during a catheter placement, the outer core was allegedly ruptured. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the device was not returned for evaluation. Therefore, the reported fracture cannot be confirmed. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the initial MDR was inadvertently submitted with a g3 date of 11/30/2020. The correct g3 date is 12/15/2020. H10: d4(expiry date: 05/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement, the outer core was allegedly ruptured. It was further reported that another device was used to complete the procedure. There was no reported patient injury.